Event description:
It was reported through a legal event that a 38 year old female patient had hernia repair surgery on or about on (B)(6) 2011. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient had a partial mesh removal and an additional strattice mesh implanted on (B)(6) 2013, as well as additional procedures on (B)(6) 2014. No other information was provided. This record is associated with the device implanted on (B)(6) 2011, lot unknown. This is the same event and the same patient reported under MDR#: 1000306051-2023-00032 (abbvie complaint#: (B)(4).

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 6/14/2023, pmqa received notification from legal that the lot associated with this event was found through discovery and is s10706-020 implant date (B)(6) 2011 and s11270-202 implant date (B)(6) 2013. No other information was reported. This record is associated with lot s10706-020 implant date (B)(6) 2011. As reported in the initial: it was reported through a legal event that a 38 year old female patient had hernia repair surgery on or about (B)(6) 2011. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient had a partial mesh removal and an additional strattice mesh implanted on (B)(6) 2013, as well as additional procedures on (B)(6) 2014. No other information was provided. This record is associated with the device implanted on (B)(6) 2011, lot unknown. This is the same event and the same patient reported under MDR # 1000306051-2023-00032 (abbvie complaint # (B)(4)).

Manufacturer narrative:
A review of the device history record for strattice lot s10706 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.